Event description:
The patient presented to the clinic with abnormal atrial lead function. There have been atrial lead issues since 2019 that the clinic has been observing. On remote transmissions and in clinic checks, episodes of inappropriate automatic mode switch (ams) episodes due to atrial lead noise were noted. A recent in clinic check, high atrial lead impedance was observed. Isometric exercises were performed, and no noise was reproduced on the atrial lead. When the patient laid on an exam table and turned on his left and right side while moving onto his right side there was atrial oversensing detected. The patient was asymptomatic and stable. The device was reprogrammed, and no further issues were recorded.